Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 22 mg/dl. The customer reported using the infusion sets and ended up in the hospital. The customer had no symptoms. The customer did not have treatment details. The current blood glucose level was unknown. The customer did not troubleshoot the issue. The customer states they are not having the information about the hospitalization. The insulin pump or infusion set will not be returned for analysis.